Event description:
A complainant alleged that a newborn infant had experienced a reaction with the symptom of a rash on his posterior after caviwipes were accidentally used as baby wipes for three (3) diaper changes.

Manufacturer narrative:
The incident occurred while the infant was currently in the hospital. The staff used "normal" diaper rash ointments for treatment and the symptoms subsided. No further medical attention or prescription medication was necessary. To date, the infant is doing fine and has fully recovered. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.